Event description:
The patient experienced stimulation in the wrong location after arching her back over an exercise ball. The patient was encouraged to contact her hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 377760, lot# j0555232v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead; product ID: 377760, lot# j0555232v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead; product ID: 37742, serial# (B)(4), product type: programmer, patient; product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
Additional information reported that the percutaneous leads slipped. They were replaced with surgical leads. It was stated that the surgery to implant the surgical leads "sucked" and was 7 hours long. Her surgical leads were placed perfectly and were at t8.

Event description:
The patient experienced preexisting pain. There was a lack of appropriate stimulation coverage, refractory to reprogramming of the implantable neurostimulator. X-rays revealed altered lead position. The lead was revised. The hcp reported the patient outcome as 'no injury'.